Event description:
It was reported while in use on a patient, an 840 ventilator generated error codes which rendered the ventilator inoperable condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.